Manufacturer narrative:
Was reported that the surgeon confirmed that the cap did not fall into the patient.

Manufacturer narrative:
(B)(4). The actual device was returned with the cannula cap detached from the cannula tabs and missing. Upon evaluation, fire testing was not conducted because cannula was bent and damaged. The cannula components were not sliding properly. As per instrument condition, it seemed that device was mishandled with excessive force at an unknown point and the cannula was damaged, which possibly caused the cannula cap to fall off from the tabs.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the crown tip at the end of the device fell off before the device was inserted into the patient. Another like device was used to complete the procedure. There were no adverse patient consequences. Additional information has been requested.